Event description:
On the day following a donation, the donor called the customer to report experiencing shortness of breath, back pain and chest pain approx 30 mins following the donation. The donor reported that the symptoms subsided and then came back since the day of donation. The donor denied fever, chills, diarrhea, blood in her urine, or any other symptoms. The donor reported that the procedure was uneventful, other than some numbness/tingling to her lips during the donation. The donor was advised by the nurse to f/u with her primary physician, go to urgent care, or the nearest hospital immediately for further treatment. A f/u call was made to the donor on (B)(6) 2012, per the customer's physician. Donor had gone to urgent care. The urgent care physician ordered a chest x-ray and EKG, but indicated that they did not see anything abnormal. Donor stated the doctor believes it's acid reflux, but unsure. Donor said she was told by the urgent care physician to seek medical treatment if symptoms continue to worsen. Disposable set is unavailable for return because customer discarded it. This report is being filed due to medical intervention by visiting the urgent care with medical tests.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.